Manufacturer narrative:
MDR code: e1206.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 2.2mmol/l. Customer consumed carbohydrates and received a glucose drip to address the bg. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. System check with tandem technical support did not identify any additional issues with the pump or related supplies.